Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center produced no image under the serial digital interface (sdi) 2 port. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that no image is output under the sdi out2 port due to a failure of the printed circuit board. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.